Event description:
Upon further query the following information was provided that indicated breakage of the distal tip of the option-lok male adapter. An option-lok male adapter of the tubing set was connected to the female adapter of a 4-way stopcock and was being used to deliver an unspecified pain medication, at an unspecified rate, via a pca (patient controlled analgesia) pump. The customer contact reported that after the delivery was complete, the nurse disconnected the option-lok male adapter of the tubing set from the female adapter of a 4-way stopcock. At this time, it was reported that the distal tip of the option-lok male adapter of the tubing set broke off inside the female adapter of the 4-way stopcock. There were no reported adverse patient effects and no reported delay in therapy critical to the patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.